Manufacturer narrative:
The samples were discarded at the user facility: therefore, evaluations of the actual samples are unable to be performed. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. There was nothing found to indicate there was a manufacturing related cause for this event. Additional information was obtained on august 27, 2015 from the corelab angiographic review report forms. The lesion was in the superficial femoral artery (sfa) and the length was 450 mm with a 100% stenosis. The target lesion was noted to be from 4 - 49 cm, relative to the radiopaque ruler. It was noted the lesion was severely calcified and was successfully crossed with a guidewire. There was no report of thrombus during baseline angiography. Predilation of the target lesion was then performed with a medtronic pacific 5 x 150 mm balloon. The balloon was inflated several times to 10 atmospheres and a residual stenosis of 49% was noted with a grade a dissection at the proximal end of the lesion after predilation. Based on the radiopaque ruler, the predilation was performed from 2 - 49 cm. Next, three lutonix dcb's were used to treat the target lesion for the 3 - 47 cm of the target lesion, resulting in a 44% stenosis and a grade b dissection at the proximal end of the lesion. The hcp performed post dilatation of the target lesion from 3.5 - 49 cm, resulting in residual stenosis of 49% and a grade b dissection at the proximal end of the lesion. Finally, another manufacturer's stent (5 x 40 mm) was placed from 3.5 - 7.5 cm, resulting in a final residual re-stenosis of 0% with no dissection at the proximal end of the lesion. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Since re-occlusion was discovered, a reintervention procedure has been ordered, but not scheduled. If additional information is provided after the reintervention procedure, a supplement report will be submitted with all relevant information. \the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4).

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was successfully used to treat a long lesion (450 mm); however, reocclusion occurred after six months to the proximal end of the target lesion. The original procedure indicates the health care professional (hcp) predilated the entire length of the target lesion. Reportedly, the target vessel was treated with three lutonix dcb's. The proximal end of the predilated area was treated, but without appropriate overlap, based on the instructions for use and study protocol. Allegedly, the complainant indicated a grade c dissection was discovered near the proximal end of the lesion and thus the hcp used another manufacturer's stent to restore optimal flow. The patient presented for follow up and diagnostic testing was performed to review patency of the index procedure. The patient's long lesion allegedly reoccluded at the proximal end of the target lesion. The index procedure angiograms are available for review. The sample was discarded by the facility. The facility scheduled a reintervention, but the date is not known at this time. No further adverse patient effects were reported. This is one of three products involved with the reported event and are associated manufacturers report numbers 3006513822-2015-00026, 3006513822-2015-00027.